Event description:
It was found during baxter's testing that a pump was alarming for downstream occlusion. There was no pt involvement since the error was found during testing.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom downstream occlusion alarm was confirmed and reproduced. The unit passed further downstream testing. The pump was calibrated to ensure accurate detection.